Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor needle was broken. Customer reported that the sensor needle broke while inserting it on her abdomen and the needle left on the skin and it happened twice. Customer reported the introducer needle fractured while in the body. Customer reported the sensor was no longer in the body. Customer reported that they did receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.